Event description:
Additional information: it was reported the patient¿s previous physician attempted to push the morphine in the patient¿s catheter and the patient went into respiratory arrest. It was also reported the patient went through withdrawal the previous fall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8731, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. Accessory: model# 8578, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Event description:
Healthcare provider reported that last fall, the patient had a blockage of the catheter. Another hcp tried to push the drug out of the catheter and the patient went into respiratory arrest and was taken to a local hospital. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.